Event description:
It was reported that a revision surgery for left tkr was performed due to stiffness. Scar tissue was excised and the insert was exchanged.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.